Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
The customer reported the lifepak 15 unexpectedly powered off. There was no patient use reported with the event.

Manufacturer narrative:
Physio further evaluated the customer's device and duplicated the reported issue. Physio also downloaded the device's electronic records from the event for review and was able to verify the device experienced two warm boots on the reported date of event. The device's battery was replaced as a precaution. Root cause could not be determined.

Event description:
The customer reported the lifepak 15 unexpectedly powered off. There was no patient use reported with the event.